Manufacturer narrative:
D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician mentioned that he had a case about two months ago in which an angio-seal deployment resulted in an embolization. The physician reported during a visit to the cath lab to conduct an angio-seal in service by the rep. The reported event resulted in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential embolism. The exact root cause cannot be determined. It is possible that during device deployment, biological material became dislodged leading to the formation of an embolism, however this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).